Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon was not fully opened and several attempts were made without normal counterpulsation. The catheter was then replaced and the operation went smoothly". The device was removed and replaced. The same insertion site was used. No patient harm or injury. No delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging that matches the serial number for the returned sample. Upon return, the distal end of the teflon sheath was noted at approximately 20.5cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The photos provided by the customer were reviewed. The photos show an iab catheter with a twisted bladder, which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Blood and debris were noted on the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon was not fully opened" is confirmed. During the investigation the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "the balloon was not fully opened and several attempts were made without normal counterpulsation. The catheter was then replaced and the operation went smoothly". The device was removed and replaced. The same insertion site was used. No patient harm or injury. No delay to therapy. The patient's current condition is reported as "fine".